Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was over 600 mg/dl. The father also reported that the insulin pump alarmed no delivery. Troubleshooting was not performed since the father does not have the device with him and the customer was at the school. During the call, the father stated that the hospitalization occurred while using a paradigm insulin pump that his son's friend had donated to him. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.